Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty at t9 due to fall causes fracture. Intra-op, after re-drilling ibt was re-inserted, and on inflation it got burst. Pressure prior to rupture was 550 psi. Volume prior to rupture was 1 cc. Surgeon removed contrast from vertebral body by using contrast syringe. Surgeon was unable to remove ibt through cannula then tried to fix the stye lead. Finally moved the handle of the cannula around in different angles removed the balloon and cannula together. No fragment of the product remaining in the patient. There was a delay of approximately 10-15 min in procedure time as a result of event. There were no patient symptoms or complications as a result of this event.